Event description:
It was reported that this implantable lead was part of the system revision due to pocket infection and erosion. Reportedly, the patient had discomfort, pain, edema, inflammation, and swelling. No adverse patient effects were reported. The implantable lead was explanted.